Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a therapy knob failure. The device was not in use on a patient.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device's rfu( ready for use indicator) had a red "x." The device was not in use on a patient.